Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an estimated remaining longevity of 9 years. However, labeling showed that the longevity expectations for this model were 16-17 years and the device had only been implanted for two years. There was concern the battery was depleting prematurely. No device data was saved for technical services to review. The distributor representative planned to coordinate with the physician to obtain device data at the patient's next visit. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an estimated remaining longevity of 9 years. However, labeling showed that the longevity expectations for this model were 16-17 years and the device had only been implanted for two years. There was concern the battery was depleting prematurely. No device data was saved for technical services to review. The distributor representative planned to coordinate with the physician to obtain device data at the patient's next visit. No adverse patient effects were reported. The device remains implanted and in service.